Manufacturer narrative:
The sample will be returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
A phlebotomist was drawing blood on a (B)(6) pt with a bd vacutainer winged safety push button blood collection set when the pt's blood began to spill out of the sides of the butterfly needle connection. The phlebotomist noted that the connection had a crack in it. The phlebotomist attempted to attach a syringe, but the blood leaked around the syringe. The needle had to be removed and a new needle inserted. The pt was not injured. The phlebotomist had blood exposure to the eyes, and anti-viral (B)(6) treatment was started because the pt was being tested for (B)(6), as he was born to an (B)(6) mother.